Event description:
"I had a total knee replacement surgery (B)(6) 2012, my knee started bleeding 2 times inside my knee and divorce changing position feel stapling inside my knee 6 times up normal big click sound on my knee inflammation, swelling big to my foot red around my knee hot from my knee to my foot pain on my knee and foot knee give up after 5 mins, cannot stand up on it or walk or go up stairs, hurt so bad my right leg longer now by 2 inches and make more problems to my lower back. It's nightmare, not a knee replacement now I'm on ssd disability not working and have no life. Doctor says I need another knee surgery. I don't trust anyone now because before the surgery, doctor said I will go back to my life after one year which is a lie, I'm not."